Event description:
It was reported that during the preparation of the stent graft placement procedure, the stent allegedly dislodged from the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestream products that are cleared in the us. The 510 k number and pro code for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the lifestream device was returned, however the stent was not returned. The device appeared used. The balloon exhibited evidence of inflation. Bodily residue was present on the balloon and within the inner. The result of the investigation is inconclusive for the reported stent dislodgment issue. The root cause for the reported dislodgment issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Precautions ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. ¿ this device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Covered stent size selection 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. H10: d4 (expiration date: 02/2024),

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestream products that are cleared in the us. The 510 k number and pro code for the lifestream products are identified in common device name and report source. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that during the preparation of the stent graft placement procedure, the stent allegedly dislodged from the balloon. The procedure was completed using another device. There was no patient contact.